Event description:
It was reported that the patient passed away due to multi-system organ failure on (B)(6) 2022. The outcome was not considered to be device or therapy-related, and it was reported that the pump had operated as expected. An autopsy was not performed, and the pump was not explanted for evaluation.

Manufacturer narrative:
(B)(4). Manufacturer's investigation conclusion: a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(4), and the reported multi-system organ failure could not be conclusively determined through this evaluation. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The hm3 lvas instructions for use (IFU) lists multiple types of organ failure and dysfunction, as well as death, as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.